Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had an error alarm and a flashing display after being exposed to water. Blood glucose level at the time of the incident was 218 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error due to download difficulty. Unit received with corroded battery tube and corroded motor home switch. Unit received with minor scratches on case and minor scratches on lcd window.